Event description:
Patient reported "lymphreaction" and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphreaction" and capsular contracture baker grade iii.

Event description:
Patient reported "lymphreaction" and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and yellow/brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.